Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 128 mg/dl. During troubleshooting the insulin pump primed without incident. However, the customer stated that he barely saw a drop of insulin exit the tubing. The customer was advised to change the set and reservoir if the no delivery alarm recurred. The reservoir was not returned for analysis.